Manufacturer narrative:
At this time, product data has not yet been returned. It has been determined that there was no indication that the product did not meet specification. The oneplus 6 device has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. If the product data is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that no message or reading would appear when scanning his sensor with the freestyle librelink application. The customer was therefore unable to obtain scan readings, and became hypoglycemic with symptom of sweating. The customer reported being unable to self-treat, and required treatment of glucose-gel from wife. There was no report of death or permanent injury associated with this event.